Event description:
Received one coolsculpting treatment on (B)(6) 2021 at a (B)(6) that cost me $(B)(6). Right after that treatment my stomach blew up as if I was pregnant - and still is - and I went up one complete size within a week or so in my pant size! Appalling to say the least, not to mention the (B)(6) did not understand and would not help me or reimburse me. It has been almost 2 years and with one treatment only my stomach is bloated/ballooned and still an entire size bigger.